Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "open air discharge" mesage and failed to display a "test ok" message. Complainant indicated that there was no patient involvement in the reported malfunction.